Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the auxiliary connector harness was received. The malfunction was observed. The damaged auxiliary connector harness prevented the ac power from charging up the battery, which depleted. The battery used at the time of the event was not returned as part of this investigation. This report has been attributed to user mis-handling of the device by the end user. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.